Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015, post-op, the patient complained of recurrence of pain as postoperative adverse event. The surgeon commented that the causal relationship of spacer to the incident could not be denied. The patient underwent laminectomy because the improvement of symptom had not been good. Any other treatment was not reported. The physician judged spacer as ineffective in this patient. Product came in contact with the patient. Levels operated were l4-l5 for lumbar spinal canal stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.